Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a surgical procedure the ophthalmic surgical console presented intraocular pressure (iop) in top left corner went yellow and then to a flat dotted line. The surgeon tried to turn off the iop control and change the cassette but that did not resolve the issue. The patient¿s eye lost pressure, the surgeon noted the trocar valve were leaking. The trocar was removed and the eye was pressurized. The input pressure in the console dropped and had to be turned up slightly to maintain the pressure. After a slight delay the surgery was completed using an alternate console. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in d.9, h.3, h.6 and h.10. The system was examined and the reported event was confirmed (vis event log), but was not replicated. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to have no problems. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).